Manufacturer narrative:
This lead was capped and surgically abandoned. A new lead was successfully implanted. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular pacing lead had fractured. The pocket was reopened and the lead was capped. No adverse patient effects were reported.